Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01527.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01329. It was reported that the patient presented in the emergency room with leg pain and near syncope. Upon interrogation, high pacing impedance was observed on the right ventricular (rv) lead since the rv lead impedance exhibited a sharp upward trend with no variation. Lack of r-wave amplitude and loss of pacing were noted. A ventricular pause was observed, and the patient was in complete heart block. The physician suspected lead fracture was the cause. Device migration was also noted. The device was on the sideways in the pocket when the patient woke up. The patient is pacemaker dependent. The device and rv lead were explanted and replaced without complications. The patient¿s condition was stable.